Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the set screw stripped during final tightening. The stripped set screw was replaced with another setscrew. Head splay was observed during final tightening. All the products came in contact with the patient. However, only the screw broke. No fragment of the instrument remained in the patient. No patient complications were reported due to this event.